Event description:
It was reported that the patient had a follow up appointment with her doctors and it was determined that her implantable neurostimulator had flipped. No patient symptoms, outcome, or interventions associated with this event were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).